Manufacturer narrative:
A ge service rep performed an on site investigation. The sram board was evaluated and replaced. The system was tested, found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.